Event description:
It was reported a patient underwent a kyphoplasty at t11 and l1 and throughout the procedure, there was a concern of o2 but was alleviated by positioning and other vitals appeared normal with the patient breathing normal. According to the report, once the cannulas and balloons were inserted and the cement was being mixed, the patient's o2 levels were not maintaining and the patient was flipped supine. It was reported that the vitals were normal but the patient was unresponsive for a period of time intra-operatively. The patient was transferred from the office to the hospital. It was later determined that the patient had a urinary tract infection and pneumonia, diagnosed at the hospital. The patient recovered from the infection and had the kyphoplasty done at the hospital. Per the report, the second attempt went fine and the patient did well. No further patient complications were reported.

Manufacturer narrative:
Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Location : hospital.